Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had injection site leakage issues. The following information was provided by the initial reporter : the supplier reported that the the prn was loose, closed by a cap that comes off easily and medication flowed out of the injection site. The medication (dormicum) ran out through the injection point, causing patient to take too little medication and become very restless. This had unpleasant consequences for the patient and his family. Leakage through the injection point that is closed by a cap that comes off easily. Vp states that they never use the syringe point during palliative sedation so they are forced to close the syringe point.

Manufacturer narrative:
H.6. Since no photos or samples displaying the reported condition of leakage were available for examination, we were unable to fully investigate this incident. Examination of the product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that 2 bd saf-t-intima¿ safety system with y adapter 24 ga 0.75 in had injection site leakage issues. The following information was provided by the initial reporter : the supplier reported that the the prn was loose, closed by a cap that comes off easily and medication flowed out of the injection site. The medication (dormicum) ran out through the injection point, causing patient to take too little medication and become very restless. This had unpleasant consequences for the patient and his family. Leakage through the injection point that is closed by a cap that comes off easily. Vp states that they never use the syringe point during palliative sedation so they are forced to close the syringe point.